Event description:
It was reported that the pusher wire was fractured. The target lesion was in the portal vein. A 10mm x 40cm interlock .035 was selected for use. During the procedure, it was noted that the pusher wire fractured while inserting the coil. The coil was snared, and the pusher wire was removed. No patient complications reported.